Event description:
Surgeon doing a lap appy. The endo path ets-flex 45 would not fire with the 2nd reload. A clip applier used in place of this and no harm to patient. This is the 4th medsun report for this product. Three were completed within the last 12 months for the same issue.